Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The implant fractured about 5 mm below the implant shoulder. There is nearly no bone adhesion visible on the coronal implant fragment whereas the apical fragment is embedded in bone. This implies that the implant was disintegrated down to the level of the fracture. This degradation increased the lever arm and thus the forces that worked on the implant cross-section. Upon investigation of the fracture surface no material defect or production error was detected.

Event description:
According to the available information a patient received an ankylos a11 dental implant on (B)(6) 2016 in region 13 (fdi 25). On (B)(6) 2019 the implant was removed due to implant fracture. The fracture has also affected the neighboring tooth endodontically in such a way that the prosthetic restoration is now useless. The x-ray shows the implant 25 with a vertical bone loss of half way the implant. From this perspective the distance to the neighboring tooth is small. Vertical bone loss takes the support from the implant which is needed, especially by smaller diameters like 3.5 mm. The implant alone cannot withstand the high chewing load.